Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27aug2020.

Event description:
The customer reported a ventilator with a primary alarm failure. This event was reported as having occurred during clinical use - there was no allegation of harm associated with this report. This event was addressed in-house by the customer - there was no on-site evaluation by the manufacturer. The customer reported that an upgrade of the ventilator's software from 2.10 to 2.30 resolved this event.